Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii. Healthcare professional, later reported, deflation. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii and deflation. Healthcare professional later reported "calcified" and "milky white creamy fluid". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: more than three openings observed and assessed as fold flaw openings. There is delamination on the diaphragm valve assessed as adhesive failure. ¿capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma -late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease fold and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade ii. Healthcare professional later reported milky white creamy fluid (captured as seroma) and calcification. The device has been explanted.